Event description:
Rptr noted corneal burn occurred during phacoemulsification of very hard lens. This pt required four sutures to close wound. Sutures did not hold incision well. Initially, pt had 12 diopters of astigmatism post-op, with 3 diopters of astigmatism remaining after six months.